Event description:
A report was received that stated the pump alarmed "check clutch." No patient injury or adverse event was reported.

Manufacturer narrative:
The suspect device was returned and evaluated. Functional testing confirmed a check clutch alarm due to a loose carriage washer; therefore, the carriage washer was tightened. Following repair, the device passed all function and delivery testing.